Event description:
Patient experienced severe swelling and ecchymosis in the floor of the mouth with difficulty swallowing the day after somnoplasty bot treatment. Treatment was with 6 lesions of 700 joules each with treatment parameters of 85 degrees c, maximum of 10 watts. Patient required IV medications in the office and observation for 6-7 hours. Patient did not require hospitalization. No unit malfunctions occurred during energy delivery and the unit did not exceed target temperature.